Manufacturer narrative:
Device identification and protocol number are unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that in the last 90 days, the patient reported pain. One patient with painful infusion, likely related to the infused medication. No medical or surgical intervention was reported.